Event description:
It was reported that balloon rupture occurred. The patient presented with unstable angina and was undergoing coronary artery stent placement. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified middle part of left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the initial inflation at nominal atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was continued with another of same device. A 2.75mm x 15mm nc emerge balloon catheter was used for lesion expansion; but during the initial inflation at nominal pressure for 10 seconds, the balloon also ruptured. The device was removed without any problem. After stent placement, a 3.00mm x 15mm emerge balloon catheter was used for post-dilation, however, during the initial inflation at nominal atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.